Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) isolated the issue to the occluder cable being loose (was not securely fastened to the module). When the cable was securely attached the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the venous occluder would not stay calibrated. The device was not changed out, as they finished the case with unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.